Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after patient use, the lead wire in the foley catheter stretched into a spiral shape.

Manufacturer narrative:
The reported event was confirmed cause unknown. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be catheter is stretched during insertion. However, there was insufficient information to confirm this potential root cause. Visual evaluation of the returned sample noted one opened (without original packaging), temperature sensing foley catheter. Visual inspection of the sample noted that the temperature wire was unwinding and protruding out from the catheter. Three photos were received for evaluation, the first one shows an overview of catheter, its evidenced that the temperature wire is twisted. The second photos zooms in the shaft section where the temperature wire is protruding out. The third photo shows the catheter cap evidencing the lot nghq2442. This is out of specification which states "the wire should not be kinked, knotted or broken once is inserted in the lumen.". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after patient use, the lead wire in the foley catheter stretched into a spiral shape.